Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system bisector was "defected." The reporter clarified that the bisector "would not cut". A replacement unit was used to complete the procedure. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).